Event description:
A customer reported that the battery of their insulin pump was not charging. Despite troubleshooting efforts, including using different wall outlets, charging cables, and wall adapters, the issue persisted. As a result, there was no reported impact on the customer's blood glucose level at the time of the event. Tandem technical support decided to replace the pump as it was still under warranty. The customer was informed of the replacement, but they declined to share their backup insulin therapy plan. Instructions were given for the return of the malfunctioning pump using a pre-paid label and return box.